Manufacturer narrative:
The other relevant components include: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine, baclofen, and one unknown drug (unknown con centration and dose) via an implantable pump. Indication for use was non-malignant pain . The date of the event was approximately (B)(6) 2016. It was reported the catheter was in pieces because it got crushed in the spine. The patient experienced withdrawal. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 8731 catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via saol. It was reported the patient's withdrawal symptoms were noticed two days post refill on (B)(6) 2016 (previously reported as "(B)(6)2016"). It was additionally reported that "no withdrawal symptoms were noted from baclofen". On an unspecified date (presumed to be in 2016, after the withdrawal), a dye study was performed (results not known). The pump was replaced and the catheter fragments were removed (baclofen was noted to be discontinued due to the pump explant). The patient is caucasian and was 59-year-old at the time of the event onset. On (B)(6) 2015, the patient started treatment with compounded baclofen 425 ¿g/ml at an unknown dose. Concomitant products included alpha-lipoic acid, vitamin b12, biotin, vitamin c, coq-10, vitamin b2, vitamin d3, cytomel (liothyronine sodium), flonase (fluticasonepropionate), levoxyl (levothyroxine sodium), magnesium, maxalt (rizatriptan benzoate), milk thistle, nifedipine, nystatin/triamcinolone,ondansetron, pataday (olopatadine hydrochloride), promethazine, promethegan (promethazine), relistor (methylnaltrexone bromide),senokot, skelaxin (metaxalone), trazadone, vivelle-dot (estradiol), voltaren (diclofenac sodium), "vsl #3," wellbutrin (bupropionhydrochloride) and zenpep (pancrelipase). Medical history included non-malignant pain, chronic pain (20 years), nerve pain following laminectomy (2011). On an unreported date, she started treatment with hydromorphone 1000 g/ml at 132.3 g/day.

Manufacturer narrative:
Correction/update: the date of the event has been updated to 2016 (B)(6). If information is provided in the future, a supplemental report will be issued.